Event description:
A pt experienced screw loosening postoperatively. The pt was fused at l4-l5 and l1-l2 was dynamically stabilized (across l1-l3). The loose screw is at l1, on the left side. The patient reportedly is not obese or osteoporotic. Although the pt was asymptomatic, surgeon reportedly planned to re-operate. This was not confirmed.

Manufacturer narrative:
It is unknown if the loose screw has been removed. No investigation could be performed, no conclusion could be drawn as no device was returned and no catalog number or lot number was provided. Synthes is unable to determine the MFR date without a lot number. Note: synthes was initially notified of this event on may 9, 2008, however, this foreign device was not clearly associated with a similar us product until august 15, 2008.